Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. No part was returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar hip osteotomy procedure on the right side, the site noticed an instrument was damaged. This instrument was used for the first time during this procedure. After cleaning it was noticed that the osteotome tip was damaged partly, not totally but looks like a small crack. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.